Event description:
In 2005- dental implants were placed in tooth locations #18 and # 19. Subsequently the patient experienced paresthesia in the lower jaw area. In 02/2006- the clinician was contacted. He stated the two implants were integrating. The patient complained of numbness diminished with slight numbness remaining in the lower left jaw area. The patient was seen post operative and was reimplanted with shorter implants and continues to improve.